Manufacturer narrative:
Customer contact reports no patient information is available.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.